Event description:
Procedure type: lap chole. According to the reporter: when inserting the trocar, it met resistance, so they removed the device and it was noticed that the white piece was missing. Not sure if the product came out of the packing with piece missing or maybe fell into pt cavity. To assure that it was not in the pt cavity an x-ray was done and extended or time 15 minutes. No other information provided. Per conversation with reporter the white piece is the plastic blade. The pt was a large person and the pa inserting the trocar was also a large person forcing the trocar in. The piece was not found. Incision was not extended and there was not bleeding.

Manufacturer narrative:
.